Event description:
In 1999 the pt reported periods of pain during the preceeding year. X-ray revealed a large cyst below the tibial platform. During revision surgery it was discovered that the surface coating (called microporous pellets) of the tibial platform was peeled off and particies were found in the cysts around both the femoral and tibial components. The pt remained hospitalized on antibiotics until the revision was completed in 1999.